Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Section b5 was updated. Based on the results of the investigation, the definitive root cause of the deformation could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The event occurred during transportation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The axle of the castor braked (non-antistatic) (k10004626) was damaged; the axle of the castor free (antistatic) (k10005041) was deformed; and the shelf cable winder (k10021187) was deformed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus the castor was broken on the wm-np2 workstation. The axle of castor braked (k10004626) was broken and the axle of rear right castor (k10005041) was deformed. The patient was not under sedation and no delay was reported. There were no reports of patient harm or impact associated with this event.